Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the four bellows housing locking tabs were broke. The bellows housing was replaced. The customer contact reports there is no patient information available. (B)(4).

Event description:
The hospital reported that, during a case, the bellows housing became loose. There was no reported patient injury.